Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was diabetes related and that the customer was wearing the insulin pump at the time of death. The caller stated that they are late for work and can no longer stay on the phone.